Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease (per mr)"), pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, breast fibroadenosis, bladder infection, hemorrhoids, mitral valve disease, pyelonephritis, temporomandibular joint disorder and breast conserving surgery. Previously administered products included for an unreported indication: mirena. Concurrent conditions included menorrhagia (abnormal periods.), muscle cramp, per vaginal bleeding, vaginal bleeding, endometriosis, menstrual disorder, offensive vaginal discharge, ovarian cyst, post coital bleeding, pelvic adhesions, pap smear, hemorrhagic cyst, hydrosalpinx, pyosalpinx, adnexa uteri mass, ovarian abscess, abdominal mass, left lower quadrant pain, fibroids, breast lump, endometrial ablation, gynecological examination, ovarian mass, pelvic mass and adnexal mass. Concomitant products included doxycycline (doxy m), ibuprofen and levonorgestrel (mirena) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain ("abdomen pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower left quadrant pain"). The patient was treated with surgery (ablation on (B)(6) 2012, laproscopic right salpingooophorectomy, total laproscopic hysterectomy with left salpingectomy and salpingooophorectomy, total laproscopic hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain lower, dyspareunia, female sexual dysfunction, dysmenorrhoea, fatigue, back pain and abdominal pain outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: laparoscopic right salpingooopherectomy on (B)(6) 2012. Laparoscopic hysterectomy with left salpingectomy on (B)(6) 2014. Endometrial ablation ¿ (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: result: growing left pelvic mass.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, lower left quadrant pain & the following one was reported via medical records- pid. Most recent follow-up information incorporated above includes: on 15-mar-2019: pfs received: reporters were added. Race was added. Concomitant drugs & conditions were added. Event- pid (captured from mr) was added. Lab test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia (abnormal periods.), cramp, per vaginal bleeding, vaginal bleeding and endometriosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("back pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced abdominal pain lower ("lower left quadrant pain"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, female sexual dysfunction, dysmenorrhoea, fatigue, back pain and abdominal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, lower left quadrant pain". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received events added from pfs- apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, back pain, abdomen pain. Reporter information, concomitant disease was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included menorrhagia (abnormal periods.), muscle cramp, per vaginal bleeding, vaginal bleeding and endometriosis. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain ("abdomen pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower ("lower left quadrant pain"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, female sexual dysfunction, dysmenorrhoea, fatigue, back pain and abdominal pain outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, lower left quadrant pain". Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter's information was added. Added event abnormal bleeding(vaginal), abnormal bleeding (menorrhagia). Updated onset date of events. Updated outcome of events (abnormal bleeding). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower left quadrant pain") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (right salpingo-oophorectomy to remove essure coil in the right fallopian tube on (B)(6) 2012). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.